Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) right lower lobectomy procedure. The stapling device was being applied to the pulmonary artery. The stapler was able to fire but there was poor staple formation. The staples at the distal part of the staple line, around the tip, were malformed after firing. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, sutured the defect. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.